Event description:
It was reported the needle mechanism did not deploy. The pod was worn for less than 1 hour and no adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. A rotational malfunction was observed. First prime ended prematurely, lasting 41 pulses. After 51 total priming pulses, the needle mechanism did not deploy, and the pod was subsequently deactivated. The pod was reset and reran without incident. No damages were observed that would contribute to the rotational malfunction. The rotational malfunction is confirmed as the root cause of the reported needle mechanism complaint.